Manufacturer narrative:
Product complaint # (B)(4). MDR under MFR# 1818910-2019-110166 is being retracted since it was found to be a duplicate of 1818910-2018-68470. MFR# 1818910-2018-68470 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 25 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to degenerative joint disease and osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor cement. On (B)(6) 2017, the patient underwent a left knee revision due to loosening and instability. The surgeon indicated the tibial component was loose at an unknown interface. He noted a well-fixed femoral component, though it was revised. The surgeon did not comment on the patella, and it is unknown if the patella was revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2017 (rt knee).